Event description:
It was reported that on (B)(6) 2010, the patient underwent a fusion a procedure in which rhbmp-2/acs, along with stryker screws, rods and bone chips were used. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.